Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed customer comment, the liquid crystal display (lcd) display and window were broken. Both bail covers and the battery drawer were also broken. Analysis also found that the upper case, control knobs, ring cover and ring were contaminated, one printed circuit board (pcb) board was crimped, the heart wire contacts were patinaed, one bail was missing and the keyboard window was scratched.

Event description:
It was reported that the external pulse generator had a broken display. The generator was returned for service. No patient complications were reported as a result of this event.